Manufacturer narrative:
The reported complaint is a confirmed fiber leak due to a short fiber found at the cavity ID end during visual examination. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with indication of blood exposure. Coagulated blood was noted beneath both screw flanges. Gross visual examination of the sample observed a short fiber was located between the dialysate ring and the inner wall of cavity ID end bell housing. During visual examination there were no cracks or other irregularities noted on the molded polycarbonate components. The silicone o-rings within the screw flanges were seated correctly without observable damage. The polyurethane material was intact and distributed evenly. The dialyzer was subjected to a laboratory bubble point test where an internal leak was not observed (possibly due to coagulated blood beneath both screw flanges). Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically, loose fiber fragments, and/or kinked or looped fibers. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample is available for manufacturer evaluation and has been requested.